Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Patient sex unknown / not provided. Weight unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. First name unknown / not provided. Last name unknown / not provided. PMA/510(k) number unknown / not provided . Device manufacturer date unknown / not provided.

Event description:
It was reported the handpiece connector does not retain the implant. Doctor finished the procedure using another instrument. Tooth location not reported.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).the following sections have been updated: b4: date of this report b5: describe event or problem h1: type of report, follow-up number h2: follow up type h3: device evaluated by manufacturer: change ¿no' to 'yes' h6: evaluation codes h10: additional narrative one handpiece connector (mdr10) was returned for investigation. Visual evaluation of the as returned device identified that one of the retaining pins was fractured off. Additionally, there was rust around the iso-latch due to usage. Functional testing was performed using an in-house implant. Since one of the pins was fractured on the handpiece connector, it couldn¿t retain the implant. Pre-existing patient conditions, tooth location and x-ray images are irrelevant to this investigation. Doctor was attempting to place the implant when the incident occurred. Pictures were not provided and no other information was provided. Documents reviewed: instructions for use for biomet 3i kits and instruments (p-zbdinstrp) rev. D ¿ sep 2020. Information identified: contraindications, warnings, and precautions / warnings and precautions per the applicable IFU, under section 'precautions' it is stated that biomet devices are only to be used by trained professionals for improper techniques can lead to device failure. DHR review could not be conducted as the lot number was unknown. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming products. A year-long complaint history review by item number (mdr10) was performed for similar events and no complaint about nonconforming products was identified. January post market trending was reviewed and there were no negative trends or corrective actions for the reported event or device. Therefore, based on the available information, device malfunction did occur and the reported event was confirmed.